Event description:
It was reported that during a laparoscopic cholecystectomy, the grasping force was higher than expected and the device could not be fired at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned partially cycled with three clips jammed within the jaws; the clips were removed in order to perform testing; two clips were confirmed to be malformed and one conforming. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the jamming incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.